Manufacturer narrative:
Date of event unknown.

Event description:
The sales rep indicated that the cartridge would not fit easily into the injector. The lens was not implanted and there was no pt contact. The product pertaining to this complaint was not returned for eval. Without the returned product, the complaint cannot be confirmed. The device history record shows no other issues were found with the product, sterilization, and final packaging of this work order.